Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm. The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the universal surgical manipulator (usm) 3 exhibited issues. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the surgical procedure involved with the reported event was a myomectomy. The surgical procedure was completed robotically. There was no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed and found to have no functional issues. The usm was installed on an in-house system and was found to be working as expected. The usm was then installed on a test fixture and all relevant testing passed. The complaint was confirmed based on the error logs. The probable root cause of the engagement issues cannot be determined as failure analysis was unable to replicate the issue.

Event description:
Refer to h11 for follow-up information.